Event description:
Harmonic ace scalpel alarmed with error message and would not work. Device removed from surgical field and another ace device opened and used without incident. No injury to patient.====================== health professional's impression======================defective device